Manufacturer narrative:
Based on the claim against the product by the customer noting a broken pad at the instrument jaw, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. Missing material, approximately 0.25¿ x 0.04¿, was not returned. Root cause is attributed to mishandling/misuse. Isi reviewed the site¿s complaint history, which indicates no related record. Images of the harmonic ace instrument related to this event were received. A review of the submitted images was performed. From the images provided, it appeared that the teflon pad was slightly shifted toward the distal end of the instrument clamp arm. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer observed that the harmonic ace instrument's pad was broken at the jaw. No fragment fell inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.